Event description:
Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose was 124 mg/dl. Customer reported she doesn't recall if the device was dropped or bumped prior to the alarm occurring. Customer stated the drive support cap was sticking out and did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.